Manufacturer narrative:
Block e1: the initial reporter's address is (B)(6) block h6: problem code 1069 captures the reportable event of snare loop broken. Block h10: investigation results a rotatable small oval med stiff snare was received for analysis. Visual inspection of the returned device revealed that the snare loop was burned/separated in the nose part. No other issues were noted. Continuity test was performed per resistance test documentation, the electrical resistance shall be less than 20 ohms. Based on that, this device passed continuity test since device's electrical resistance was 10.2 ohms, indicating a proper connection. The investigation has not identified a potential process or design related issue for the batch number, further review at batch level is not required at this time. Emerging trends are captured as part of the post market signal evaluation and escalation process. A risk review of the "rotatable snares" was completed using the rotatable snare risk analysis workbook and confirmed that the event of "snare-loop-break" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. No further review is required. Based on the event description, the problem was noticed during procedure and inside the patient. It was confirmed that the snare loop was burned/separated. This failure mode could be caused due to an excessive application of power during the process, which causes overheating and burned the snare loop. Additionally during the manufacturing process, the units were inspected as per procedure to avoid anomalies and verify the correct assembly of the loop which confirms that the device was sent in good conditions to the customer. Based on the information available and the analysis performed, the most probable root cause classification is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11:6) block b5 have been updated based on the additional information received on (B)(6), 2020.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during an unknown procedure performed on (B)(6), 2020. According to the complainant, during the procedure and inside the patient, the physician tried to remove the target polyp using this device, but the tip of the snare (snare loop) got separated. It was immediately judged to be defective. Reportedly, the instructions were followed during preparation. The procedure was completed with another rotatable snare with the same lot number. There were no patient complications reported as a result of this event. ***additional information received on (B)(6), 2020*** the snare was used from the descending colon to the sigmoid colon during a polypectomy procedure. Prior to insertion, the physician checked the device by himself for opening/closing and he was anxious if he had delivered energy before closing the snare completely or the device malfunctioned. Reportedly, the snare did not fall inside the patient's body. The snare wire got broken at the distal part, so snare did not detach and no other issues were noted with the device. Also, no problem was noted to the patient after the procedure.

Manufacturer narrative:
The initial reporter's address is (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the physician tried to remove the target polyp using this device, but the tip of the snare (snare loop) got separated. It was immediately judged to be defective. Reportedly, the instructions were followed during preparation. The procedure was completed with another rotatable snare with the same lot number. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.